Event description:
The customer contacted baxter's technical service center to report an issue of particulate matter in the disposable minicap found before use. The care giver(cg) stated that she found minicap with hair inside the package found by the seal of the package. They did not use the product . There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s and does not have a 510k number. The sample is not available for evaluation. The sample lot number is known, therefore, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a hair inside the packaging of a minicap was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.